Manufacturer narrative:
The root cause for this event is damage to the package during shipping.

Event description:
A customer reported to beckman coulter, inc (bec) that a shipment of immunoprep reagent arrived damaged and the reagent was leaking from all three reagents in the kit. The incident occurred in a beckman coulter warehouse. The operator was wearing lab coat, goggles, and gloves when handling the damaged containers. There was no exposure to open wounds or mucous membranes. The operator did not seek medical attention. The msds was reviewed and there is an exposure control plan in place at the facility. No death or injury occurred as a result of this incident and there was no change to patient treatment.